Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/22/2016 with the following findings: a review of the black box data showed evidence of replace battery alarms on (B)(6) 2014; the alarms are defined as post delivery motor power supply faults. A visual inspection of the pump showed that the battery compartment was intact. The pump was able to power on with the returned battery cap. During testing, the pump¿s current draws were found to be within specifications. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. The pump casing was observed to be cracked. The vibration feature was not functional during testing. The pump cover was opened and moisture damage was found throughout the inside of pump, on motor flex connector, vibrate motor and other associated electrical components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump's battery life had shortened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.